Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and identified the failure mode as a defective mid solution roller tube. The fse replaced the mid solution roller tube to resolve the issue. Section a5: information not provided by customer. The beckman coulter internal identifier is case-(B)(6).

Event description:
The customer reported the generation of erroneously high ion-selective electrolytes (ise) patient results, including, sodium (na), potassium (k) and chloride (cl), on their dxc 700 au chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for four (4) patient samples.